Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that down button was intermittently unresponsive since a few weeks ago, and it was torn off completely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the keypad was found to be torn around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow keypad button was found to be intermittently responsive. All other keypad buttons responded as expected. The keypad was removed; contamination was found under the key contacts and the down arrow key contact was found to be inverted. Unrelated to the complaint, the display was found to be dim and discolored.